Event description:
It was reported that a large volume infusor leaked at the tubing. The issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 11, 2020 - december 14, 2020. H10: the device was received for evaluation. Visual inspection was performed which and droplets of fluid was observed inside a bag that contained the sample which suggested a leak may have occurred. The reported condition was verified. Further inspection revealed the cause of the leak was due to a small cut located on a segment of the tubing line. The cause of the cut in the tubing line could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.